Event description:
The following has been reported: biomed reported: "red pump problem: needs service." Injury/adverse reaction: no. Infusion stoppage: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic leak failure. The device displayed a red pump service alarm after starting up. Log files were reviewed and found multiple valve 3 leak failures. The device was opened to inspect for internal damage and perform testing on the pneumatics system. No internal damage was identified. The pneumatics system failed during hardware testing, displaying a valve 3 and 4 gross leak failure. The installed pneumatics system was swapped out with a pneumatics system used for testing and engineering purposes. The system was able to pass hardware testing with this assembly installed, indicating that the cause of the problem is the valves only.